Manufacturer narrative:
Date of event is unknown. Lot number is unknown. Date of implantation and date of explantation are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a hardware removal procedure on an unknown date due to infection. A plate, 9 va locking screws two (2) 6.5mm cannulated screws, and two (2) 13mm washers were removed during the procedure. It is unknown when and why the patient was originally implanted with these devices. All the devices were reported as easily removed with no issues. There were no reported patient consequences. This report is for a 2.7mm va-locking calcaneal plate medium 64mm left. This is report 1 of 4 for (B)(4).